Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the etiology was determined to be the recharging process. The final programming date for the most recent interrogation prior to the event was 2024-feb-20. The issue was resolved.

Event description:
It was reported that the patient experienced charging associated numbness and discomfort while charging. They are experiencing right facial and arm numbness when they charge their right ipg (implantable pulse generator). Charging also seems to trigger migraine headaches. They are also experiencing pain while charging. While charging she experiences pain and numbness that travels through half of her body. Etiology indicated that the relationship of the event to the device or therapy or implant procedure was possible. Interventions included explanting and replacing the ipg. The issue was reported to still be ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.